Event description:
The manufacturers rep. Reported that hcp indicated that patient had an MRI and interrogation reveals "pump stall". Printouts from interrogation reveal recovery 40 minutes after time of MRI. However, a second motor stall message occurred shortly after and did not recover until approximately 23 hours later, patient is reported as "currently admitted to hospital."